Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic resection of rectum with total excision of mesorectum, during the application of the device in the rectum, the surgeon squeezed the handle once or twice then the firing stopped. The jaws opened by itself and the instrument cracked. When the instrument was taken out, the tip of the shaft was loose and was stuck with the reload. The staple line was found to be incomplete distally. Another handle and reload was used to divide the rectum below the first staple row to fix the staple line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the distal tip of the instrument tube housing was broken of. Due to the noted damage no, functional testing was performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.